Event description:
Report received of an under-delivery. It was reported that the pump was received in the user facility's biomedical dept. With an unsigned note that read, "took twice as long to finish dose". The note did not provide any tracking info in order to obtain specific pt info, pump programming or event details. Though requested, no additional info was available.